Event description:
The patient called lifescan and alleged the one touch ultra meter was displaying 3 dashes when the strip was inserted. The meter is not new. The patient did not have signs or symptoms of high or low blood glucose and did not seek medical attention. The patient obtained readings of 153 mg/dl and 345 mg/dl taken within 10 minutes. The customer care representative attempted to perform troubleshooting, however the patient did not have control solution. Based on the information obtained from the patient, the meter reverting to 3 dashes, there is evidence the product malfunctioned. The meter was replaced and return is expected.